Event description:
Additional information was received indicating the patient was admitted for driveline fracture and has since been discharged (no intervention done). The patient has chosen to remain on transplant list and to not undergo a pump exchange. The patient is aware of the risk. An orange ungrounded cables for home use has been provided to the patient. The patients pup will be assess weekly his pump weekly for any unusual events. The log file was reviewed and there was no indication of a driveline fracture as stated in your below email. There were no driveline faults nor did the data analysis show evidence of a dl fracture. The data did confirm speed drops.

Manufacturer narrative:
Manufacturer investigation conclusion: review of the submitted system controller log files confirmed the reported low speed/pump stoppage events; however, a specific cause for the abnormal pump operation could not be conclusively determined through this evaluation. A distal end driveline replacement was performed on (B)(6) 2019 and approximately 21 inches of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the replaced portion of the driveline in its returned condition revealed no wire discontinuities or shorts, even with manipulation of the driveline segment. The majority of the outer silicone sleeve was sliced lengthwise prior to receipt, which was likely done at the time of the driveline replacement procedure; however, there was no evidence of any additional tears or prior rescue tape repairs on the outer jacket. The clear bionate layer showed no evidence of damage. Areas of moderate breakdown of the metal braided shield were observed along the length of the driveline segment, which appeared consistent with over two years of use. Visual inspection of the underlying wires found them to be unremarkable. Microscopic inspection of the wires revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the driveline segment. The returned portion of the driveline was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information was received that the patient was routinely transplanted on (B)(6) 2019. No device issues were reported and patient's outcome was reportedly not device or device therapy related. It was reported there were no device issues that accelerated the patient on the transplant list. On (B)(6) 2019, it was reported the customer would like an investigation of the explanted hmii pump. Following the patient's driveline replacement, the patient remained on an ungrounded cable or batteries until the time of transplant. They would like the hmii device examined to see if there was any internal wire damage. The pump will return for evaluation. No additional information was provided.

Manufacturer narrative:
Section d10, h3: additional information received. Manufacturer's investigation conclusion: the evaluation of (B)(6) confirmed internal driveline wire damage that would have resulted in the reported low speed/pump stoppage events. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The submitted system controller log file data showed that multiple pump speed reductions below the low speed limit were captured between (B)(6) 2018, which were associated with low speed advisory alarms as well as elevations in pump power. A pump stoppage was subsequently captured on (B)(6) 2019, resulting in low speed hazard and low flow hazard alarms. The abnormal pump operation occurred only while the system was connected to the power module and appeared consistent with a potential driveline wire compromise. A distal end driveline replacement was performed on (B)(6) 2019 and approximately 21 inches of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the replaced portion of the driveline in its returned condition revealed no wire discontinuities or shorts, even with manipulation of the driveline segment. The majority of the outer silicone sleeve was sliced lengthwise prior to receipt, which was likely done at the time of the driveline replacement procedure; however, there was no evidence of any additional tears or prior rescue tape repairs on the outer jacket. The clear bionate layer showed no evidence of damage. Areas of moderate breakdown of the metal braided shield were observed along the length of the driveline segment, which appeared consistent with over two years of use. Visual inspection of the underlying wires found them to be unremarkable. Microscopic inspection of the wires revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the driveline segment. The returned portion of the driveline was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. Following the driveline replacement, additional submitted log file data confirmed that low speed events were captured while the system was connected to the power module on (B)(6) 2019. The customer noted that the speed drops occurred on a grounded patient cable. The patient reportedly declined a pump exchange and was discharged with ungrounded patient cables for power module support. He remained ongoing on (B)(6) with no further related issues reported and ultimately underwent a routine heart transplant on (B)(6) 2019. Upon disassembly of the returned device, visual examination of the blood-contacting surfaces revealed no evidence of depositions or thrombus formations that would have contributed to a functional issue. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. The driveline was severed approximately 1.5 inches from the nipple of the pump housing and an adjacent driveline segment measuring approximately 8 inches in length was also returned. Electrical continuity testing of the driveline segments revealed no wire discontinuities. The metal braided shield appeared to be in overall good condition with only one area of notable shield breakdown observed at approximately 7-8 inches from the nipple of the pump housing. Breaches in the insulation of the yellow and orange wires were identified in the area of shield breakdown of the internal portion of the driveline at approximately 6.5 and 7 inches from the nipple of the pump housing, respectively, exposing the inner metal conductors. The observed wire damage appeared to be the result of fatigue failure due to repetitive movement and abrasion against the braided shield. If the exposed conductors of either of the compromised wires contacted the braided shield while the system was operating on a tethered power source (such as the power module), the resulting electrical short to ground would have caused the low speed/pump stoppage events recorded in the submitted log file data. The system also had the potential to produce a phase-to-phase electrical short, during which an interruption in pump function could result if the exposed conductors of the compromised wires made simultaneous contact with the braided shield while the system was operating on battery power. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, the IFU and patient handbook outline all system controller alarms as well as the appropriate actions associated with them. The heartmate ii unshielded power module patient cable IFU states that patients who are experiencing a short circuit in the driveline should always use the unshielded power module patient cable to connect to the power module and the standard power module patient cable must be exchanged with the unshielded power module patient cable in a clinic or hospital setting before the patient is allowed to go home. This document explains that the unshielded patient cable does not repair any existing, underlying lead/driveline damage, or diminish the possibility of any underlying damage becoming more acute. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 2 years, 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2016. It was reported that over the holidays, the patient exchanged the system controller. A back- up system controller was provided by perfusionist at the hospital. During a clinic for a follow-up appointment, an assessment of the pump history file noted multiple warning: low speed advisory alarms. The patient confirmed that the primary system controller had not been previously used before and denied any issues with the driveline. The patient would be placed on external battery power pending analysis of the log file and x-ray images of the driveline. Analysis of the log file submitted to the manufacturer's technical services department confirmed pump speed drops below the low speed limit and pump stoppage events on (B)(6) 2018, (B)(6) 2018 and (B)(6) 2018. These issues only appeared to be occurring while the vad was connected to the power module. Submitted x-ray images appeared unremarkable. Due to additional pump stoppages, the healthcare providers requested an external percutaneous lead replacement. On 09-jan-2019, the manufacturers technical services representatives replaced approximately 22 inches of the driveline from the distal end. No further information was provided.